Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-8336-70. Serial number: (B)(4). Batch/lot number: 18878597. Model/catalog description: coverage 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead and ipg replacement procedure. The patient was dong well postoperatively.